Event description:
A patient was sent for generator replacement due to end of battery life. Preoperatively, the patient went for a baseline EKG. It was noted the following: abnormal ECG with unconfirmed diagnosis and first degree av block. It is unknown the relationship to their vns device. Good faith attempts have been made and no further information attained. The explanted generator is at the manufacturer pending completion of product analysis.

Event description:
Product analysis was completed on the returned explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Diagnostic values indicated that the output current reported low (2.5ma) with the device programmed to 3.0 ma. However, the measured output signal amplitude (both prior to and after the monitoring test) demonstrates that the generator is able to deliver the programmed 3.0 ma despite the warning message of a low output condition. The near end-of-service (n eos) was set at bench testing. Results of diagnostic testing indicated the device was operating properly with n eos yes. The data in the (B)(4) memory locations revealed that 116.680% of the battery had been consumed. The battery voltage value stored within the generator (2.427 volts reported during final electrical testing) suggests an n eos, battery partially depleted, condition. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr) corrected data: omitted date from follow up report 01. Should have been (B)(4) 2012.